Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was not able to pee. She sat up for 45 mins to 1 hour and can¿t pee at night. Patient stated she had device implanted in (B)(6) 2017. Patient indicated she cath herself 4 times last month. Patient synched with the patient programmer (pp) during the call and pp showed stim was off. She was on program 2 at 1.7v. Patient was instructed to turn therapy on. Patient was advised to follow up with healthcare provider (hcp) if issue did not resolve. There were no further complications that have been reported as a result of this event.